Manufacturer narrative:
Evaluation method. The patient's lifevest was not returned for evaluation. There were no allegations against the device.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A distributor contacted zoll to report that a (B)(6) male patient had cuts on his face and body. The patient reportedly fell on his monitor. There was no alleged deficiencies against the device related to the reported problem. The outcome of the patient's cuts is unknown.